Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen 1750.0 mcg/ml at a dose of 474.7 mcg/day via an implantable pump for intractable spasticity. It was reported that the reason for the call was the hcp stated that they had a patient in the emergency room (ER) with a baclofen pump and they were concerned of an overdose. The hcp reported that the patient was altered, hypotensive, had a low temperature. The hcp was redirected to the national answering service (nas) to page local rep. Additional information received from a health care provider (hcp) indicated that a medtronic representative (rep) came to turn down the patient's baclofen pump today in the emergency room and the rep left their programmer. The hcp stated that they found the programmer when they transferred the patient from the emergency room to the intensive care unit (ICU). The hcp did not know the name of the representative. Technical services transferred the hcp to nas to get in touch with the local rep. Additional information was received from a rep. It was stated that the patient experienced potential overdose symptoms, but it was not confirmed. It was stated that the patient had other health issues. The pump was titrated on (B)(6) 2026 and (B)(6) 2026. The issue was resolved at the time of the report. It was stated that a surgical intervention occurred. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that there was no surgical intervention and the pump and catheter were still in use. It was not confirmed if the patient had an overdose. It was stated that the mdt device/therapy was possible that it was a contributory to a concern/possible overdose symptoms. When asked for the cause of the patient in the ICU due to potential overdose symptoms, it was stated that the patient had other health issues. Diagnostics/troubleshooting performed included the pump being titrated on may (B)(6) 2026. It was stated that they were not sure if patient's pump/therapy was causal or contributory to the patient having other health issues.